Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that as for the cause of the device bulging and not deep enough was because it was not deep enough right from the beginning. And that the device was taken out on (B)(6) 2019. And the area was washed with peroxide .no further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they felt like the device never really worked for their symptoms and that it made it worst. Patient further reported that they felt like the device was bulging and had not heal well since implant and that they thought it might not have been placed deep enough. They further reported that the area was itchy and they experienced shooting pain. It was also reported that the patient took antibiotic because they thought it was infected. Patient was redirected to their health care professional. No further complications were noted or anticipated